Event description:
It was reported that after the iab was inserted in the pt, the pump alarmed "helium leak/kinked catheter line/ectopic beats." Because of this, the iab was removed and replaced. There were no associated pt complications.